Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 16-nov-2022 to 15-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie failed due to thermal damage on the retractor band. The field service engineer observed that the retractor bands of both sections had some black marks on the cable. He replaced the retractor bands and reseated the row board cables at the drawer board with connection enhancing liquid (stabilant) to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a cubie drawer failure and that there were black marks on the cable potentially due to thermal damage. The customer stated that there was no delay as they were able to get the medications from the pharmacy or other machine in the area. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to thermal damage on the retractor band. A field service engineer replaced retractor band cable for both sections and reseated the rowboard cable at the drawer board to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure and that there were black marks on the cable potentially due to thermal damage. The customer stated that there was no delay as they were able to get the medications from the pharmacy or other machine in the area. There were no adverse events or injuries reported based on this incident.